Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:18:49. During night drain cycle five, the patient's ultrafiltration reading was 2524ml, indicating the home patient (hp) drained 2524ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs; however, the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.